Event description:
A user facility licensed vocational nurse (lvn) reported at the initiation of a patient's hemodialysis (hd) treatment, they noted a blood leak alarm and noticed blood in the dialysate connection lines to dialyzer. The estimated blood loss (ebl) was 300ml of blood loss. The patient was placed on a different machine, re-primed with new bloodlines and dialyzer and re-started the patient's treatment. There was no change to the patient health status as related to the reported event, and the patient did not have any reaction of any type (allergic or side effect). Medical intervention required (medical treatments, hospitalized, or medication given) was not required. Upon follow-up, the lvn confirmed the blood leak was internal and occurred at the initiation of treatment. A fresenius hemodialysis machine (model unknown) was used and alarmed appropriately with a blood leak alert. Blood was visually observed in the dialysate connection lines to dialyzer. Blood test strips were used and tested positive for the presence of blood. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The estimated blood loss was 300 ml. The patient's blood was not returned. Immediately following the event, the patient was placed on a different machine with new supplies and completed treatment. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During the gross visual examination of the returned sample, a delamination in the polyurethane (pu) was noted on the non-cavity ID end. The delamination extended from approximately 270° to 80°, with the ports at 0°. Further visual examination did not identify any other damage or irregularities on the returned sample. A lot history review was performed. There was one other complaint reported against the lot. The complaint addresses an internal blood leak (no sample). The number of complaints for the assigned symptom code on the lot number was reviewed and it was determined that no lot complaint excursion occurred. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.

Event description:
A user facility licensed vocational nurse (lvn) reported at the initiation of a patient's hemodialysis (hd) treatment, they noted a blood leak alarm and noticed blood in the dialysate connection lines to dialyzer. The estimated blood loss (ebl) was 300ml of blood loss. The patient was placed on a different machine, re-primed with new bloodlines and dialyzer and re-started the patient's treatment. There was no change to the patient health status as related to the reported event, and the patient did not have any reaction of any type (allergic or side effect). Medical intervention required (medical treatments, hospitalized, or medication given) was not required. Upon follow-up, the lvn confirmed the blood leak was internal and occurred at the initiation of treatment. A fresenius hemodialysis machine (model unknown) was used and alarmed appropriately with a blood leak alert. Blood was visually observed in the dialysate connection lines to dialyzer. Blood test strips were used and tested positive for the presence of blood. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The estimated blood loss was 300 ml. The patient's blood was not returned. Immediately following the event, the patient was placed on a different machine with new supplies and completed treatment. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Event description:
A user facility licensed vocational nurse (lvn) reported at the initiation of a patient's hemodialysis (hd) treatment, they noted a blood leak alarm and noticed blood in the dialysate connection lines to dialyzer. The estimated blood loss (ebl) was 300ml of blood loss. The patient was placed on a different machine, re-primed with new bloodlines and dialyzer and re-started the patient's treatment. There was no change to the patient health status as related to the reported event, and the patient did not have any reaction of any type (allergic or side effect). Medical intervention required (medical treatments, hospitalized, or medication given) was not required. Upon follow-up, the lvn confirmed the blood leak was internal and occurred at the initiation of treatment. A fresenius hemodialysis machine (model unknown) was used and alarmed appropriately with a blood leak alert. Blood was visually observed in the dialysate connection lines to dialyzer. Blood test strips were used and tested positive for the presence of blood. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The estimated blood loss was 300 ml. The patient's blood was not returned. Immediately following the event, the patient was placed on a different machine with new supplies and completed treatment. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.